Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 20.9cm was returned. External insulation abrasion was noted at 11.9-12.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. (B)(4).